Event description:
The generator was replaced due to the intensified follow-up indicator flagging which indicated to the physician that the device had not yet fully depleted but was approaching a low battery condition. The explanted generator was returned and underwent product analysis. The generator case was opened during analysis and the battery was tested where it was found it be at 2.07v which is considered end of service. The printed circuit board assembly (pcba) was evaluated and failed several electrical tests. The pcba was visually reviewed and it was found that contaminates were present on the edge of the board which had been trimmed during the manufacture of the generator. Fine grit sandpaper and isopropyl alcohol were used for the removal of the observed contaminates. After the trimmed edge of the pcba was cleaned and the electrical tests were attempted again and the pcba passed the testing. These results suggested that the debris on the trimmed edged created electrical pathways which affected the supply current of the device. This condition caused the generator battery to deplete faster than expected. A previous internal investigation found that this condition is caused by laser routing which is a process used during the manufacture of the pcba.

Manufacturer narrative:
Corrected data: unique identifier (UDI) #; this information was inadvertently reported incorrectly on mfg. Report #0.